Event description:
It was reported that customer¿s pump displayed malfunction alarm 16. There was no reported impact to the customer¿s blood glucose level. Customer acknowledged field correction communication, was informed that recommended mobile app could not be used with existing hardware, and agreed to use multiple daily injections as backup therapy while pump was replaced; support arranged shipment of replacement pump, confirmed shipping details, instructed customer to place pump in storage mode before return, and advised customer to reenter pump settings and reconnect continuous glucose monitor on replacement device, with problematic pump to be returned using prepaid label.